Event description:
No info accompanied complaint sample.

Manufacturer narrative:
Returned sample consistent with ro tip fracturing. Ro to sheath bond is present. Remaining ro material felt brittle. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Due to the nature and frequency of this and other similar field reports, thomas medical products issued a recall for the safesheath csg product line on december 23, 2009.